Event description:
Customer reported that the side-firing surgical fiber stopped working at 322,385 joules of usage, during a prostate procedure. The case was completed using an alternative procedure. There was no injury reported.

Manufacturer narrative:
The device was returned to the manufacturer and analyzed. The customers initial report of fiber stopped firing during the procedure is not considered a reportable issue. Upon analysis of the returned fiber, the fiber was found to be fractured and partially broken off and exhibited char and devitrification. Based on the analysis findings, the fiber condition could result in a forward firing condition of the side-firing surgical fiber and has been identified as a potential safety issue. There was no injury reported as a result of this event. The root cause of the device failure was determined to be heat accumulation, likely due to tissue contact and/or anatomical/procedural factors encountered during the procedure. The product labeling warns that tissue contact, tissue probing and bending fiber at sharp angles may cause fiber damage or breakage.